Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was found that the right ventricular lead was dislodged. The dislodgement was confirmed by diagnostic imaging. The lead was explanted and replaced. The patient was in stable condition.